Event description:
Reporter indicated that vns pt has recently experienced an increase in their grand mal seizures from 4/month to 3-4/week. It was reported that the pt went to the hospital emergency room, but that they could not help because they did not know how to deal with the vns therapy system. It was also reported that use of the magnet no longer interrupts the pt's seizures. The pt plans to contact their neurologist for follow-up.